Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 03-jun-2025, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridge that yielded a discrepant ionized calcium result on a patient. There was no patient information at the time of this report. Return product is not available for investigation. Method; date; tested; results; sample. I-stat; (B)(6) 2025; 12:01; 0.27 mmol/l; a. I-stat; (B)(6) 2025; 12:18; 1.25 mmol/l ; b. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 01-aug-2025. A review of the device history record (DHR) confirmed the cartridge lot met finished goods release criteria. Retained testing met the acceptance criteria found in q04.01.003 rev. Ao, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for chem8+ cartridge lot h25052.